Event description:
Rptr rec'd breast implants and is now having a huge problem. Right breast has become very hard and painful. It is clear when you look at it or feel it that the implant and tissue are separated. Implants were mfg by a co called mentor, they are silicone. Back in the late 80's it was not as common to have implants. Rptr was told they would last forever. This is not the case. Now, 14 years later rptr finds they need to be replaced. The pain is excruciating. No one close to rptr now knows they have them so rptr suffers in silence. Rptr is told insurance does not cover this. Rptr is divorced with three children and this is not affordable to them at all. Rptr doesn't know what they will do.